Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
The consumer reported that their stimulation was intermittent or erratic. The stimulation felt like it hesitated, flickered, started and stopped briefly, and then continued. These issues were happening several times each day and were not related to positional movement. The patient had checked their device with their patient programmer and it showed adaptive stimulation was on in group a at 5.0. The patient¿s implantable neurostimulator (ins) was implanted for shooting pains which started in their low back and shot down their legs to the arch on the inside of their foot. After walking the patient¿s legs would be fine but the stimulation was not covering the pain in their lower back. Turning the stimulation up high made their feet thump and they could not feel the ground. They were not getting enough stimulation where they needed it and too much in their feet. This issue was first noticed the day prior to the report. The stimulation was on so the patient switched to group c and the felt the stimulation in their legs and low butt. They increased the stimulation to 3.60 and it reached the small part of their back but caused the thumping in their feet. They decreased the stimulation back to 3.0 and that was more comfortable. They were going to follow up with their doctor. No cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the patient was seen by a clinical specialist on (B)(6) 2015. It was reported that the patient just needed a little reprogramming and was very happy and getting good coverage.